Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms, resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Noise was observed following activation of the lss and was likely due to the unipolar configuration. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).